Event description:
The account alleged the brake casters do not hold. No injury reported.

Manufacturer narrative:
The tech found the brake pedal will set but the foot end brake casters still move. The tech adjusted the foot end brake casters to resolve the issue.